Manufacturer narrative:
Concomitant products: 4058m45 lead, implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a low impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.